Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report. As reported, during a procedure to de-clot a dialysis fistula, an introducer included in the micropuncture transitionless stiffened cannula access set separated. The patient reportedly had very thick skin and a scarred access site. The case was also reportedly "very tough". The site was punctured with a needle, the wire was inserted, and the needle was removed. As the introducer was advanced, it "broke". The introducer was removed and another introducer from the same set was advanced. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the outer catheter was provided that included a shot of the complaint device separated near the hub. Additionally, document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field. No gaps were discovered in the manufacturing instructions, drawing, or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and no product returned, the investigation conclusion drawn is the potential cause can be traced to the patient¿s anatomy as it was reported that they had "a very scarred access site". We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to de-clot a dialysis fistula, an introducer included in the micropuncture transitionless stiffened cannula access set separated. The patient reportedly had very thick skin and a scarred access site. The case was also reportedly "very tough". The site was punctured with a needle, the wire was inserted, and the needle was removed. As the introducer was advanced, it "broke". The introducer was removed and another introducer from the same set was advanced. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.